Manufacturer narrative:
Continuation of medical devices: product ID 977a260, lot# va1qwcq022, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-apr-2022, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for spinal pain. The issue being reported was the lead was opened and not used in surgery. After lead placement, impedances were tested and all were >40 ,000 ohms so the lead was wiped and tested, but the issue reoccurred. The lead was wiped again, switched to the opposite wens connection, but the issue still occurred. Stimulation was then turned on, but the patient never received perception. The hcp told the rep to open another lead, and when the next lead was tested, percutaneous lead introducer was pulled back and all tested fine. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (lot# va1qwcq022) found no significant anomaly and normal impedances were measured on all circuits and electrode pair combinations. If information is provided in the future, a supplemental report will be issued.